Event description:
This complaint is being reported as a malfunction due to the discrepancy in the history record for bolus insulin. According to the patient, the patient total daily dose record shows 10 units of bolus insulin on august 25 and 10 units of bolus insulin on august 20; however, the bolus history does not have any record of bolus intake on august 25 and august 20. The date and time was correct. The issue was not resolved with troubleshooting. The pump is being returned for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.